Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34, product lot/serial number: (B)(6), product type: delivery system, implant date: na, explant date: na. Product ID: l-evolutfx-34, product lot/serial number: (B)(6), product type: delivery system, implant date: na, explant date: na, product analysis: the product remained implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve post operative subtle right arm pronator drift was observed. A computed tomography (CT) was performed and noted no acute intracranial hemorrhage or vascular territory infarct. A small lacunar infarct in the left cerebellum, favored to be chronic but too small to fully characterize, was noted. Treatment was not reported. Additionally, an electrocardiogram (ECG) noted atrial fibrillation with a slow ventricular response. Rates were in the 50 beat per minute range with premature ventricular contractions (pvc) and occasional pacing from the temporary pacer was noted. No other treatment reported. These events were reported as possibly related to the procedure but unrelated to the medtronic products. Both events were reported as unresolved and had prolonged hospitalization. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which the physician indicated that in regards to the left lacunar infarct, the symptoms were related to an old infarct and were exacerbated post anesthesia.

Event description:
Additional information was received that the weakness of the right arm returned to baseline by discharge. As reported, ischemia was not identified. Atrial fibrillation was a pre-existing condition, however, the slow ventricular response was new. The patient was discharged two days following implant.

Manufacturer narrative:
Updated data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve post operative subtle right arm pronator drift was observed. A computed tomography was performed and noted no acute intracranial hemorrhage or vascular territory infarct. A small lacunar infarct in the left cerebellum, favored to be chronic but too small to fully characterize, was noted. Treatment was not reported. Additionally, an electrocardiogram noted atrial fibrillation (afib) with a slow ventricular response. Rates were in the 50 beat per minute range with premature ventricular contractions and occasional pacing from the temporary pacer was noted. No other treatment reported. These events were reported as possibly related to the procedure but unrelated to the medtronic products. Both events were reported as unresolved and had prolonged hospitalization. No additional adverse patient effects were reported. Additional information was received that the weakness of the right arm returned to baseline by discharge. As reported, ischemia was not identified. Afib was a pre-existing condition, however, the slow ventricular response was new. The patient was discharged two days following implant. Additional information was received that twenty days following valve implant, while under cardiac monitoring via non-medtronic heart monitor, a transmission was received indicating afib with a 5.8 second pause was detected. The patient reported "difficult to describe" feelings. Consultation with electrophysiology determined to continue cardiac monitoring at this time. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Third paragraph. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.